Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was displaying an error code when charging a battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (error code when charging) has been confirmed. Upon eval, the battery charger/modem was unable to recognize or charge a battery pack. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the charger bedside board. The cause for the damaged component was liquid contamination on the battery board. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unk contaminant. No adverse event resulted from the defective battery charger/modem.